Event description:
It was reported that air bubbles were observed. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support attempted to contact the customer and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.